Manufacturer narrative:
Concomitant medical product: w1dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an insulation fail, no capture at max output and high undefined impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.